Manufacturer narrative:
Site representative, (B)(6) declined to provide patient information. Return requested. Replacement small straight ratcheting handle shipped to site 10/05/2016. Medtronic investigation of returned suspect small straight ratcheting handle finds that the end cap has been broken from the handle and was missing. Otherwise, the handle received and released instruments without issue. However, the ratcheting mechanism does not rotate smoothly but still functions on the handle. Physical damage, pieces missing. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative received a report from the site coordinator that, while in a spine procedure, the site's small straight ratcheting handle was damaged. The metal end cap was broken off in the surgery. The handle came back from sterile processing department (spd). No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.